Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the finished device history record for this lot did not reveal any non-conformities which could have contributed to this complaint. The emboshield instructions for use (IFU) indicates that the device is contraindicated in pts with severe vascular tortuosity or anatomy that would preclude the safe introduction the retrieval catheter. Additionally, target lesion was in the lower extremity. Although there were no adverse pt effects, the safety and effectiveness of the emboshield have not been established in vasculatures outside of the carotid arteries.

Event description:
Device malfunction: difficulty removing filter. Time of malfunction: during the procedure. Symptoms/ae: second retrieval catheter used to remove filter. It was reported that during an angioplasty procedure in the superficial femoral and popliteal arteries there was difficulty removing the emboshield filter. The retrieval catheter did not cross the heavily tortuous anatomy; the filter was removed using a second retrieval catheter. There was no adverse pt effect. Though requested, no additional info was provided.